Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rate. No suspend anomaly noted during testing. The blood glucose meter communicated properly with pump. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. The insulin pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and broken battery tube threads, exposing the black o-ring and seal to be visible. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump had crack around the battery compartment. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 453 mg/dl at the time of call. The customer stated that they took insulin to treat the high blood glucose. The customer performed troubleshooting and did not found air bubbles, leaks and setting issues. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.